Event description:
It was reported that the customer was hospitalized for something else, but has high blood glucose as well. The nurse requested assistance with adjusting a customer's basal rate. Advised the caller that the customer will have to contact her doctor about what the original settings were. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.